Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing chest pains, elevated blood glucose (bg) level in the 500s (mg/dl) and diabetic ketoacidosis. Customer changed site and delivered manual injections; however, bg levels remained elevated. While hospitalized, customer was treated with intravenous insulin and released on (B)(6) 2016. Customer declined to complete system check troubleshooting with tandem technical support and indicated they would use manual injections for diabetes management.